Manufacturer narrative:
The available information suggests that this device remains in-service.

Event description:
Following extensive investigation, the model number and serial number of this patient's device was identified. Analysis of the device's log files found that on (B)(6) 2017, a programming session occurred and therapy was disabled. This action appears to correspond to an event that was previously reported (see report#2124215-2017-05515 for details). Approximately 14 hours later, therapy was enabled. From report#2124215-2017-05515, boston scientific received information from the local representative that the root cause of the patient's syncope was not identified. From the physician's perspective, there were no allegations of device malfunction that may have caused or contributed to the patient's syncope. The device's conditional shock therapy zone was reprogrammed to 170 bpm. The available information suggests that this device remains in-service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a health care professional (hcp) reported receiving an alert for an unknown boston scientific device via email. The hcp attempted to retrieve information about the alert but was unable to find it again. The local boston scientific representative did not have any further information. There were no adverse patient effects reported.